Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system overheating occurred . There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the temperature sensor. The unit passed all functional and safety tests and was returned to customer. The following was performed by a technician of the maquet. Failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: temp sensor, threaded probe. This part was received with a reported unit failure message of system overheating. Performed visual inspection of this part received and part looks to be in good condition. Installed temp sensor threaded probe into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. Performed all functional tests and passed. The fat dept. Pumped the unit and did not observe system overheating message on display. The fat dept. Could not verify the failure message of system overheating. Temp sensor, threaded probe passed testing. Retaining this temp sensor prob in the fat dept. Per procedure.